Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strips for evaluation. The in-house contour next test strips were also used for testing. The returned meter was tested with the returned test strips and in-house test strips using a blood sample, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured in section as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00461.

Event description:
The customer alleged that she had two extra readings in the memory of the contour next ez meter. The customer reported that those were not her readings. The time set on the meter was incorrect, which was corrected during the call. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.